Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle sector acetabular cup size 50 mm, with a 36 mm x 50 mm pinnacle metal insert, the femoral head was 36 mm +5. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I've experienced inflammation in my left thigh and left hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: avascular necrosis, left hip.